Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of firmness, inflammatory reaction, urinary tract infection and headache are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿ "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: ¿ "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported that three weeks after injection in, the cheeks with two syringes of juvéderm voluma® xc and botox® in the glabella, forehead, and crow's feet areas, the patient experienced "some pain, tenderness, warmness, and swelling" on the right side cheek. Patient was treated with doxycycline "for concern of cellulitis." Three days later, the patient revisited the office and was not feeling any better. Patient had some "very mild pink and tenderness" and "firmness" on the right side cheek. Healthcare professional stated that they do not believe there is cellulitis, but was concerned "about an inflammatory reaction." Patient was treated with ibuprofen. One week later, the patient revisited the office and the symptoms had resolved. Treatment was stopped. One week later, the patient revisited the office and the symptoms are back. Healthcare professional stated that the right side cheek "is pink, swollen, patient is very uncomfortable, and the patient is complaining of a headache." Patient also has "asymmetry with their smile." Healthcare professional stated that he patient developed a urinary tract infection recently and was started on cipro by another healthcare professional. Healthcare professional stated that the patient "does not have a fever or chills." Patient suffers from hypothyroidism, and takes hypothyroid replacement therapies concomitantly. Symptoms are ongoing.